Manufacturer narrative:
Fields updated: adverse event or product problem: describe event or problem investigation summary: based on the information available, the cause that contributed to the reported sizing issue cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure the cylinders labelled as a cxr 16cm device were sitting loose in the corpora. The physician decided to measure the cylinders length with a measuring tape available in the scrub trolley, measuring only 15cm long. The device was implanted successfully and there were no patient complications related to the device.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during preparation for an inflatable penile prosthesis (ipp) implant procedure the cylinders labelled as a cxr 16cm device were measured but were only 15cm long. The device was implanted successfully and there were no patient complications related to the device.